Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient states it is taking longer to charge the implantable neurostimulator (ins). Patient states recharger works fine and connects right away but prior to a couple weeks ago it would take about 15 minutes to charge ins and now taking an hour. Patient does not know how far down the implant is charged before charging. Patient states seeing the doctor the week before and was told ins is charged. Patient did not know if they had a programmer to check the charge level. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.